Manufacturer narrative:
A ge service representative performed an on site investigation. The hand controller was evaluated and replaced. The voltage on ffb board was readjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an incidence of uncommanded fluoroscopy x-ray. The fe confirmed, there was no uncommanded fluoroscopy x-ray. Rather, the system locked up, appearing to the customer it was generating x-ray without command. There is no report of death or serious injury.